Event description:
It was reported by the rep the device was used in a laparoscopic cholecystectomy. It was reported the 512sd would not arm prior to the case. Circulator pulled second trocar with the same result. The button would not stay cocked, and the blade would not become exposed. Nurse mgr pulled the whole box (same lot #'s) and gave to rep. Rep could not get two trocars to lock. Rep opened third trocar to try to replicate, but it worked fine. Remaining two trocars unopened. A new box of trocars was opened and used in the case. There was no consequence to the pt.